Event description:
The customer called to report that his pod did not alarm despite the fact that his bg's were rising, resulting in a high reading of 422mg/dl. He had administered multiple correction boluses, which were ineffective at lowering his bg's. The suspect pod was changed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.